Manufacturer narrative:
On 11 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: the clinical investigation cannot be carried out due to lack of information. The root cause for revision, according to report, is bone fracture. Etiology of such is unknown. No reason to suspect a malfunctioning device. Batch review performed on 11 july 2016. (B)(4). On 12 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to pain. The surgeon noticed a fracture. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays and explants not available.